Event description:
It was reported that the infusion pump was involved in an overdelivery of a propofol solution. It was reported that channel one was programmed to administer 100 ml of solution at 20 ml/hr. However, 30 minutes after the start of the infusion the pt's b/p was elevated and the solution container was empty. The infusion pump was removed from use. The pt was already receiving mechancial ventilation and no add'l medical intervention was required.